Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The guide wire contained signs of use in the form of biological material. Visual examination revealed the returned guide wire was unraveled from the distal end. Microscopic examination revealed the core wire still contained a j-tip, but the distal weld was separated. No distal weld was present on the coils, indicating the entire guide wire was not returned. The proximal weld appeared full and spherical. The fractured end of the core wire appeared tapered and pinched, indicating a stress breakage. The outer diameter of the returned guide wire was measured and was found to be within specification. The length of the guide wire could not be obtained as it was unraveled and lengthened. A manual tug test confirmed the proximal weld was intact. The lot number was not reported; therefore, a device history record (DHR) review was performed based on the sales history of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user not to withdraw the guidewire against needle bevel during insertion to reduce the risk of possible severing or damaging the guidewire. The IFU also cautions the user to not cut the guide wire with scalpel while enlarging cutaneous puncture site. It notes to position cutting edge of the scalpel away from the guide wire and to engage safety and/or locking feature once puncture site is enlarged. The report that the guide wire was unraveled and separated was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire began to unravel when the physician was placing the central line in the left jugular. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire began to unravel when the physician was placing the central line in the left jugular. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire began to unravel when the physician was placing the central line in the left jugular. No patient injury or consequence.